Manufacturer narrative:
Was corrected to indicate the issues were identified during in-house testing and no patients or customers were involved. Section e and additional codes have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that while in navigation task the suite navigated the passive planner probe and navigation probe simultaneously. While swapping from passive planner probe to navigation probe, they pressed the footswitch (trajectory should be locked). After locking the trajectory, they inserted the biopsy needle into the guided stem and observed the inaccuracy. As per 2d views, the biopsy needle did not reach the target, but in depth gauge window, the needle was shown as past the target. They were able to reproduce the issue in troubleshooting. Troubleshooting performed was as follows: in cranial biopsy procedure, they selected resin head demo exam. They defined a plan, registered the patient, then proceeded to navigation task. They navigated the passive planner and navigus/vertek probe (they tried to swap the instruments continuously). They pressed the footswitch while switching from the passive planner to navigus/vertek (the trajectory should be locked). They navigated the biopsy needle and observed the inaccuracy. The issues were identified during in-house testing; no customer and no patients were involved.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that while in navigation task the suite navigated the passive planner probe and navigation probe simultaneously. While swapping from passive planner probe to navigation probe, they pressed the footswitch (trajectory should be locked). After locking the trajectory, they inserted the biopsy needle into the guided stem and observed the inaccuracy. As per 2d views, the biopsy needle did not reach the target, but in depth gauge window, the needle was shown as past the target. They were able to reproduce the issue in troubleshooting. Troubleshooting performed was as follows: in cranial biopsy procedure, they selected resin head demo exam. They defined a plan, registered the patient, then proceeded to navigation task. They navigated the passive planner and navigus/vertek probe (they tried to swap the instruments continuously). They pressed the footswitch while switching from the passive planner to navigus/vertek (the trajectory should be locked). They navigated the biopsy needle and observed the inaccuracy.

Manufacturer narrative:
H3: analysis was found in sw- analysis determined the issue is a known software anomaly. B01, c10, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.